Event description:
It was reported that a malfunction occurred on the pump. There was no reported adverse impact to the customer. The customer was assisted by technical support in resetting the pump, which resolved the issue, and was advised to continue using the pump and to contact support again if any malfunctions recurred.